Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported before use that the cardiosave intra-aortic balloon pump (iabp) unit's screen is going green when turning on. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11 a getinge field service engineer inspected the unit and examined all internal connections to the video generator. A coiled cable was found partially disengaged from its connector. The connector was fully reinserted and the cable was secured. Following this intervention, the fault could not be reproduced after the pump remained powered on for more than two hours. The fse advised that if the issue recurs, replacement of the display or video generator should be considered. In addition, probe vp8 was replaced, as it was missing at the time of inspection. The unit passed all functional and safety checks and is cleared to be returned to service.

Event description:
N/a.